Event description:
The manufacturer received information alleging ventilator inoperative alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that am error code, machine flow drift high, was observed on the device's error log. The service technician further evaluated and determined the machine flow sensor had caused the ventilator inoperative alarm to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time additionally, during the service of the device, the machine flow sensor was replaced for another error code, motor controller force shutdown, that was observed on the device's error log. This was unrelated to the reportable issue. The device passed all final testing.